Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported, "peripheral catheterized central venous catheter kit for patient chemotherapy, 10 points the chemotherapy drugs were injected through the left and right intravenous catheters, and it was found that there was a leakage of liquid at the proximal end of the peripherally inserted central venous catheter kit. Immediately stop using the central venous catheter, remove the PICC catheter, and appease the patient. 10:05 push the chemotherapy drug after puncturing with the indwelling needle. 10:15 end of chemotherapy drug injection. Central venous catheter leakage may cause swelling and even necrosis of the surrounding tissues of the patient."